Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the pump was charging, the tandem charging cable and the usb port had melted together. Reportedly, the customer attempted to remove the cable from the pump and "part of the pump came with it." It was unknown if the melting was related to the tandem charging cable, pump, or outlet. Customer continued to use the pump for insulin therapy until the customer receives the replacement pump from tandem as the battery was still charged. The customer's blood glucose level was 159 mg/dl.